Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2004; d224trk, implantable cardioverter defibrillator, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. There was a micro fracture on the pace/sense portion of the right ventricular (rv) lead. The lead was explanted and replaced. It was also reported that the new lead being used as the pace/sense portion also had high impedance, noise and oversensing and a possible fracture. That lead was capped. A new defibrillation lead was implanted to replace both lead. No further patient complications have been reported as a result of this event.